Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Reprogramming attempts were made and the issue could be resolved temporary. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).